Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced potential loss of capture on the right ventricular (rv) channel which led to asystole of greater than two seconds. High pacing thresholds were also observed on the rv channel. The patient reported pre-syncopal conditions such as dizziness because of this. The pacing outputs were increased and the rv lead remains implanted and in service. No additional adverse patient effects were reported.